Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the procedure that the patient reported having prior to the device becoming inoperable. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system.

Event description:
It was reported that the patient's ipg became inoperable after a procedure where the ipg was not set to surgery mode. Troubleshooting was unable to resolve the issue. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Initial reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.